Event description:
Info received indicates the brake caster on the recliner is broken, preventing the brake from holding.

Manufacturer narrative:
The accounts biomed installed a new brake caster to repair the chair.